Event description:
It was reported on 06/03/2022 by a facility representative via sems that an ar-6480 pumps lavage function was engaged without being prompted to. This was discovered during a case with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for supplier evaluation.